Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a open procedure, the staples did not deploy. The patient had to have a fistula in the rectum and have to extend hospitalization. There was a tissue damaged and the surgical time was extended for more than 30 minutes. The patient had pelvic abscess. Rectal resection was performed to resolve the issue.